Event description:
It was reported that approxitately 5 1/2 months after placing a vena cava filter for prophylactic placement following a head trauma, it was discovered that two of the filter legs were seen outside the vena cava and one fractured limb was within the psoas muscle. This was discovered when the pt was scheduled for a retrieval of the vena cava filter, following discharge from the trauma clinic. Retrieval of the filter was unsuccessful. During the time the pt was admitted for the accident, a gastric tube, PICC line, and percutaneous tracheostomy were placed. No injury to the pt was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all released criteria. The filter was not returned for evaluation. It is unk if pt factors contributed to the reported event. The results of the investigation are inconclusive and the root cause is unknown. The info for use of this device states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.